Event description:
Pt admitted after bending over in the yard and dislocated the right hip prosthesis. The pt had total right hip arthroplasty in 1997. Pt did well for the first 2 years. In the past year has dislocated the hip 3 times. The first 2 dislocations were treated with closed reduction, but attempts at closed reduction this admission were unsuccessful. In 2000 the pt underwent revision of the right hip prosthesis to a constrained acetabular component in an attempt to prevent further dislocations.